Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs meter was reviewed and the DHR showed the fs meter passed all tests prior to release. DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with test strip insertion. As the customer was unable to obtain glucose results, the customer lost consciousness. The customer was provided unspecified assistance by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. H10 - (addtl mfg narrative) has been updated as per the extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with test strip insertion. As the customer was unable to obtain glucose results, the customer lost consciousness. The customer was provided unspecified assistance by spouse. There was no report of death or permanent injury associated with this event.